Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they met with a manufacturing representative (rep) on (B)(6) 2025 at their doctors appointment and their device was reprogrammed. It was unknown if the issue had been resolved at this time. They needed time to see if the program helped and if not, they would have a possible cystoscopy.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they were calling to see if they could get their local  representative (rep)  to come to their managing healthcare provider (hcp) appointment on (B)(6) 2025 because "it's not working right. It's not set right" since ("I think") the end of march. Patient stated they shut their implant off because they went in for a mammogram on (B)(6) 2025 and then kept the therapy off until after they had an MRI on (B)(6) 2025 and upon turning the therapy back on, they didn't notice "any difference" in their symptoms. Patient stated they were "still wetting my pants". Patient services (ps) reviewed the role of the rep with the patient and provided the patient with the national answering services (nas) number to provide to their hcp so they could page a rep for the appointment. " patient continued about their current symptoms and stated they didn't really feel when they had to pee and that when they would be out and get home, the moment they put their key in the front door, they were ready to wet their pants. The patient stated sometimes they wouldn't make it. Patient stated after turning the therapy back on, they "cranked it (the stimulation) up" from 1.3 ma to 1.4 ma on program 4 and they'd never been able to tolerate 1.4 ma in the past, they stated they used to be at 1.2 ma and they would feel the stimulation every now and again (they stated the stimulation would feel like they would get a "nervous anxiety feeling" like they could feel the stimulation was on) but now they didn't feel the stimulation unless they increased it and then they'd feel it for a bit in their labia but then it would go away and they wouldn't feel it again. Patient stated they were wondering if their nerve wasn't getting the signal but they stated they would think if they were feeling the stimulation in their labia, it might be getting the signal. Ps reviewed stimulation considerations with the patient. Patient said they'd never really been told about the therapy and how it worked, so ps reviewed therapy expectations as well as device description/fu nction and programming considerations and also clarified misconceptions, such as the belief that each program targeted a different symptom. The patient also stated, "I was told I have the lead in the s1 foramen". The patient stated they wanted to know if maybe the implant could move as a result of the MRI they had at the end of march. They wondered, "if that didn't screw it up or something? "They stated at the MRI, the MRI tech had put them in MRI mode and they saw they were "full body eligible". The patient stated, "it just seemed like it (the implant) was more under my hip differently now. I don't know¿". Patient stated they had always been afraid to change programs in the past, but now maybe they thought they would try another program to see if that made a difference. They also stated would follow up with their hcp to discuss their concerns and provide hcp with the nas number so the hcp could page a rep to come to their appointment. Patient stated their hcp didn't really do anything with the implant, that it was always usually just the patient working with the rep if they went to the hcp office but they'd call the office on monday ((B)(6) 2025) to provide them with the number. Ps wanted to note that ps did their best to document the reported event. No further action was taken by ps. The patient's additional relevant medical history included the patient mentioning when they had the therapy off in march, they'd gotten really constipated, which they were never constipated in the past and wondered if the implant had been helping their constipation all this time and stated they hadn't realized that the therapy could help their bowels before.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.